Event description:
Patient undergoing cardiac catheterization procedure, vital sign scoring (vss), intervening on disease in coronary artery: left anterior descending (lad). Doctor utilizing shockwave balloon on multiple locations throughout lad, over the izani interventional wire, and the distal lad was perforated. Patient also sat up and the pericardial catheter went through the diaphragm.